Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited inappropriate shocks due to oversensed noise, and high out-of-range pacing lead impedance. A chest x-ray result showed that this lead had fractured. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 58 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture sitting approximately 46 cm from terminal pin was due to pulling during extraction.